Event description:
Complaint #:(B)(4).

Manufacturer narrative:
The product was not requested back for investigation since the photograph is shows the broken luer part of the connector from the base. The cannula inserted to the patient on (B)(6) 2020 and this broken luer found on (B)(6)2020. This shows this cannulas was used for 50 days. This cannulae was used in combination with pls set. In the instruction for use, it is stated that the maximum duration of use for the hls cannulae with bioline coating in combination with a pls set, hls set or hls set advanced from maquet is 30 days. Based on the information above, it was concluded that product was used by customer longer than stated in the use instruction. The reported failure was identified as part of the current risk management file (B)(4) and the most possible root cause is associated to user and wrong design. Mitigations for this specific failure are in place as per instruction for use warnings and design specifications in order to reduce of similar failures. At this time, no poorly designed device problem was detected since trend search was performed and occurrence rate has been calculated regarding this product and complaint and as a conclusion no systemic issue could be identified. Moreover, it cannot be concluded that the product used in a situation that promoted incorrect usage, since instruction for use explains duration and to use the cannulae with compatible sets explicitly. Verification tests of the cannulae are performed to cover the maximum application time of 30 days. Over 30 days usage, is higher than the clinical use. And there is no data, what happens beyond that restricted application time. Device history record for lot 92265716 was reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. Since no any other product problem was reported within 30 days of usage, no product problem could be identified and the most probable cause of the failure could be use error. Based on this failure -product problem- cannot be confirmed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"Luer cap of the connector which is present at the proximal end of the ECMO arterial cannula be pas 1915, inserted into the right internal jugular vein of the patient undergoing vv ECMO was found fractured leading to leakage of blood from the connector. The issue was redressed by removing the damaged connector and re-inserting a fresh connector. Patient is now doing fine. " complaint #: (B)(4).